Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, non-sustained right ventricular oversensing was observed. Programming changes were discussed. The physician decided not to make any changes and the patient is stable.